Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Approximately two and a half years later, the device was explanted for normal battery depletion. The device was returned and a thorough evaluation was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (bsc) crm received information that the patient with this implantable pacemaker felt as though they were not receiving adequate pacing. Interrogation revealed r-waves have varied from 1.2mv to 6mv and the sensitivity is set at 1mv. This patient is pacemaker dependent. Bsc technical services was contacted whom recommended to increasing the sensitivity cut-off value due to oversensing and pacing inhibition. Currently, this device remains implanted and in service. No adverse patient effects reported.